Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned, it has been discarded; therefore a return sample evaluation is unable to be performed. Knotted jejunal tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that on (B)(6) 2017, the tube was clogged and the duopa infusion was stopped. Report stated that the j-tube has gone tied up inside the duodenum, produced the clog, and needed replacement. On (B)(6) 2017, the jejunal (j) was replaced because the tubing was knotted.